Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a motor error alarm followed a no delivery alarm on the insulin pump. The patient's blood glucose was 390 mg/dl. The insulin pump was not exposed to a strong magnetic field. Assistance was provided in clearing the alarm. The customer does not use the sensor feature. The insulin pump was successfully rewound. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting for the no delivery alarm could not be performed, due to the motor error. A crack on the face of the insulin pump was reported to be right below the screen next to the easy bolus button. Nothing further was reported.